Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 2. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the caregiver (cg) and informed them to recycle the machine and a system error 2367 occurred. The tsr informed the hp to start over using new supplies or use manual bags. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the cg on (B)(6) 2012. The cg stated the following: the cause of the alarm was unknown and new supplies cleared the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined. The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.